Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mmx12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was stable.